Event description:
Customer reports 4 incidents of blood leaks between 11/00 and 12/00. Incidents occurred on reuse numbers 1 - 8 during pt treatment. Noted by blood leak alarm and visible blood in the dialysate. Estimated blood loss was 250cc's per incident. Treatment was able to be continued with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported.